Event description:
The initial reporter received questionable phosphate (inorganic) ver.2 and total protein results for several patient samples tested on the cobas c 503 analytical unit. The following patient samples with discrepant results were provided: patient sample 1: phosphate (inorganic) ver.2. The initial result was 0.313 with a data flag. The repeat result was 2.93. Patient sample 2: phosphate (inorganic) ver.2. The initial result was 0.36. The repeat result was 3.15. The phosphate (inorganic) ver.2 unit of measurement was not provided. Patient sample 3: total protein. The initial result was an invalidating data flag. The first repeat result was 0.6 g/dl with a data flag. The second repeat result was 7.3 g/dl.

Manufacturer narrative:
The reagent lot numbers were not provided. The field service engineer inspected the analyzer and determined that a contaminated sample probe caused the event. He decontaminated the sample probes and verified their positions. He verified the analyzer's performance with successful precision checks. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the event was due to incorrect customer maintenance (contamination of the sample probes). The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.